Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a check, when fifty-three non-sustained right ventricular oversensing episodes were noted via merlin.net. Review of the episodes indicated post-paced t-wave oversensing. Programming changes were made. The patient was stable throughout.